Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle. The sealant and the advancer tube were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause of the reported event could not be determined. The review of the lhr (lot f1329801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: "the technician deployed mynxgrip vascular closure device 6f/7f per protocol but during the deployment, it was reported that there was no advancer tube present after the sheath was pulled back. Device was removed and manual pressure was held for 50 minutes, hemostasis was not achieved after 50 minutes so a femo-stop device was placed on the patient to achieve hemostasis. The patient was hospitalized but it is not known if it was mynx related and discharged on either (B)(6) 2013".